Event description:
A malfunction was reported when the customer's pump displayed a malfunction code, indicating an issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and when the issue persisted, they arranged for a replacement pump to be sent. The customer was guided on switching to a manual insulin delivery method and instructed to return the faulty pump within ten days.